Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dual lumen PICC. The customer reports "tried to administer IV fluid at a rate of 10cc per hour and the occlusion alarms would beep. They have had a lot of problems with clotting since they eliminated heparin from their solutions. If they slowed the setting down, the beeping would stop. The burst happened during the night shift when it appeared that the settings on the infusion pump were increased to 300 at which point it was discovered that the catheter had burst."